Event description:
It was reported that the device had no power and a burning smell. Boston scientific has been unable to obtain additional information regarding the patient or procedure, despite good faith efforts.